Event description:
The lay user/pt contacted lifescan in 2007, and alleged that her surestep original meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first began on the event date, at 7am. She further mentioned that after the reported issue began, she felt low and was about to pass out. She reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt had replaced the battery in the meter per the owner's manual and the battery was correctly installed. The condition of the battery contacts was also good. This complaint is reported because the alleged power issue was not resolved with troubleshooting and the pt reported that she felt low and almost passed out after the reported issue began. Replacement products were sent to the lay user/pt.